Manufacturer narrative:
B1 adverse event/product problem: corrected. The device was returned for analysis. Visual inspection revealed the sheath was cut and the imaging core coiled. The remainder of the sheath, the imaging window, and tip were not returned for analysis. Functional testing could not be performed due to the device condition.

Event description:
It was reported that catheter issue occurred. After a non-boston scientific (non-bsc) stent was implanted in the calcified proximal left anterior descending artery, the opticross imaging catheter was advanced for ultrasound examination. The catheter became stuck in the stent and was removed by cutting the proximal part of the catheter and covering with a non-bsc guide catheter. The procedure was completed with another of same device. There was no patient injury. The physician thought the cause of the catheter becoming stuck was incomplete dilation of the stent due to the calcified lesion.

Event description:
It was reported that catheter issue occurred. After a non-boston scientific (non-bsc) stent was implanted in the calcified proximal left anterior descending artery, the opticross imaging catheter was advanced for ultrasound examination. The catheter became stuck in the stent and was removed by cutting the proximal part of the catheter and covering with a non-bsc guide catheter. The procedure was completed with another of same device. There was no patient injury. The physician thought the cause of the catheter becoming stuck was incomplete dilation of the stent due to the calcified lesion.